Event description:
It was reported that stopper came out of tube during transport with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: again, a tube was decaped during the transport in the pneumatic tube.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for decapping with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and decapping was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper came out of tube during transport with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: again, a tube was decaped during the transport in the pneumatic tube.